Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced a loss of therapeutic effect. Subsequent information received indicated that the patient was last seen by their physician on (B)(6) 2011 and was admitted to the hospital on (B)(6) 2011. It was also noted that the patient received intravenous medications (type not specified). If additional information becomes available, a follow up report will be sent.